Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm the complaint of an unresponsive keypad: all keys are responsive. Keypad was removed for investigation and no contamination was noted under key contacts. Moisture was evident behind display lens. Disassembled pump and moisture was found behind display lens.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that as of (B)(6) 2012 the ok button had become unresponsive after having a delayed response for a month prior. The patient reportedly wore the pump exterior to garment and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.